Event description:
"Customer accessed left femoral artery with 8 french cordis brite tip sheath, pre-dilated the left common and external iliac with a cordis pta pro 6 mm by 40 mm balloon catheter as artery appeared to be calcified. Pre-op CT indicated external iliac at 7 mm and common at 9 mm. Balloon was removed and the solopath (B)(4) was advanced into the left common femoral and up to the abdominal aorta with very little resistance. The solopath balloon was inflated to 20 ats for 1 minute. There was a short prox/mid segment in the sheath that did not fully expand until after 1 minute approx. The md then removed the balloon/dilator and advanced the medtronic aaa stent graft. There was some resistance and then the graft "popped" all the way through. The md then went to access the r. Common femoral for the contra-lateral limb. Accessed with 8 fr cordis brite tip, meier wire, and angiodynamics maker pigtail catheter. The md then went back to the left side with the solopath (approx 15 minutes later) and attempted to pull back on the solopath to deploy the stent and the iliac artery was avulsed. The pts pressure dropped, a cook coda balloon was inserted and an icast stent was attempted to be delivered but the pt arrested and eventually pronounced dead."